Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown head, lot #: unknown, item number: unknown, item name: unknown cup, lot #: unknown, item number: unknown, item name: unknown stem, lot #: unknown. Foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised due to liner wear approximately 6 years post-implantation. Liner and head components were removed and replaced. Attempts have been made and no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products: 103538, bone screw, lot 2271885, 103534, bone screw, lot 2498812, 11-363661, head, lot 274250, pt-106054, cup, lot unk, 123741, apical hole plug, lot unk, 31-323230, drill bit, lot unk.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was confirmed by review of medical records and radiographs. Ap pelvis demonstrates a right total hip arthroplasty with screw fixation and significant osteopenia seen along the superior and medial aspect of the acetabulum. There is asymmetric positioning of the femoral head within the acetabular cup, consistent with polyethylene wear. Slight valgus positioning of the femoral stem. Linear heterotopic ossification arising off the anterior superior iliac spine. In addition, the complaint sample was returned and evaluated against the complaint. The liner, head, and 2 screws were returned. The outer radius of the liner is embossed with the features of the implanted shell. The liner is discolored around these features. The rim and locking groove of the liner are gouged. The inner radius is worn such that a portion of the radii's finish is dull where the remainder is shiny. No dimensional analysis was performed due to the use of the liner. The device history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. A root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.